Manufacturer narrative:
D1 & d2a: corrected. D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that incident of portex tracheostomy tube size 8.0 with above cuff suction aid found to be cracked and tube had to be replaced due to the fault, found during use on patient. Medication was not being used with this product. The product was not reprocessed or re-sterilized prior to use. There was patient use, with no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.